Event description:
The customer reported via phone call that he had a button error alarm and a motor error alarm on the insulin pump. Customer stated that he was just walking along and received a button error. Customer stated that he received a motor error last week or so. Customer's blood glucose was 297 mg/dl and treated with a bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons are functioning properly during our testing however, moisture damage was found on the keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and passed the motor tests the insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.